Event description:
Additional information received stating the cutting action of the vitrectomy was intermittent. The surgery was completed after replacing the vitrectomy with new one. The aspiration condition was normal. There was no patient impact.

Manufacturer narrative:
Additional information was provided in sections b.2, b.5, h.6 and h.11. Based on the information received following the submission of the initial report, the reported event is the cutting action of the vitrectomy was intermittent, not the vitrectomy failed to cut as originally stated. Intermittent cutting is not to be considered a reportable malfunction because a serious injury has not occurred and it is not likely that a recurrence would result in serious injury. The information will be submitted under the file ID# 2028159-2025-00714 and no further reports be submitted under the file ID# 2028159-2025-00714. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during a cataract/vitrectomy combination surgery, in an ophthalmic system vitrectomy was not cutting intraoperatively at all . The surgery was completed on the same day. Patient impact has not been provided.